Manufacturer narrative:
Follow-up information received on 28-jul-2015 physician said that he did not treat patient with essure. Case closed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and the implants migrated. They were surgically removed approximately 4 months after insertion. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, although the exact mechanism of the reported device migration is not known; given its nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, due to the required intervention for essure removal. The product technical analysis concluded unconfirmed quality defect. There is no relationship between the reported medical event and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5039001) in united states on 16-mar-2015 who had essure (fallopian tube occlusion insert), lot number 761616/774372, inserted on (B)(6) 2011. Consumer started experiencing horrible abdominal pains a couple of months after essure placement. She had gone back to see her obstetrician/gynecologist and the implants had actually migrated. She needed to have surgery on (B)(6) 2011 to remove them and her tubes. Result and assessment of the product technical complaint investigation received on 25-mar-2015, (B)(4): final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch records and confirmed that final product testing for these lots was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this product technical complaint was initiated due to a request for confirmation of quality. The reported medical event is a known possible undesirable event and is not necessarily indicative of a quality defect. (B)(4) additional adverse event case report has been received to date in relation to batch number 761616 but this case does not refer to similar medical event. No additional adverse event case reports have been received to date in relation to batch number 774372. No batch signals can be identified at this time. Review of associated batch documentation did not reveal any deficiencies or give any reason to suspect a quality defect. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Compant causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the implants migrated. They were surgically removed. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, although the exact mechanism of the reported device migration is not known; given its nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, due to the required intervention for essure removal. The product technical analysis concluded unconfirmed quality defect. There is no relationship between the reported medical event and a quality defect. Follow-up information is being sought.